Event description:
It was reported that, after a tka procedure had been performed, the patient experienced subluxation of the journey I bcs. This adverse event is yet to be addressed by revision surgery as requested. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient is experiencing recurrent subluxation approximately 9 years post tka and a revision surgery has been requested. The requested medical documentation has not been received as of the date of this medical investigation. It is believed that this adverse event has not been resolved. The current health status of patient remains unknown. Without the requested clinical documentation, the root cause of the reported event could not be fully assessed. The patient impact beyond the reported recurrent subluxation and requested insert revision could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number:(B)(4).